Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via x-ray review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial implant date: unknown date, 2011. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient's hemi shoulder arthroplasty was revised due to pain and the appearance of lysis on radiograph. The glenoid bone was identified to be worn and thin. No further information available.